Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg and will not proceed with the ipg replacement procedure.

Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.